Event description:
Two days after a 26mm sapien xt valve, the patient received a second sapien xt valve. The first valve had migrated into the lvot. The second valve was successfully deployed. As reported, an echo noted that the native valve leaflets were no longer pinned behind the frame of the sapien xt valve. While the patient was in stable condition, the fear was that the valve would eventually migrate into the left ventricle. The decision was made to implant a second valve to secure the first valve and pin/trap the native leaflets. The 2nd valve was successfully deployed. The final echo findings reported trace paravalvular (pvl) and no central aortic regurgitation. The patient left the room in stable condition. The native valve measured 23.6mm by tte with an area of 441mm2 by CT. The native annular was moderately calcified and the leaflet was mildly calcified.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement (avr). In this case, inadequate calcification in the native annulus appears to have contributed to the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.